Event description:
It was reported that the patient underwent an ion transbronchial lung biopsy procedure and developed a pneumothorax after the procedure. The nodule biopsied was close to the pleura. The pneumothorax was discovered post-operatively and a chest tube was placed. Patient status is unknown at time of report. There was no report of a malfunction of the ion system, instrument, or accessory.

Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs were not available for review.